Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof.

Event description:
It was reported that an unspecified malfunction occurred. Customer¿s blood glucose level was not impacted. Reportedly, the customer reverted to an alternate method of insulin therapy.